Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to put the pump into storage mode before returning it and was advised on the necessary steps upon receiving a replacement pump. The customer will use multiple daily injections as backup therapy until the replacement pump, which was sent by technical support, arrives.